Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain, instability, and loosening involving an unknown stryker knee was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review.

Event description:
Spoke to spouse he stated the following: patient started experiencing pain in her left knee 8 -9 months after her surgery. The pain is around and below the knee. At times she feels wobbly and unstable. She has been back to the surgeon and pa numerous times for follow up and additional x-rays. Initially surgeon stated everything was fine and now surgeon is saying there may be loosening.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker total knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient had a left knee total replacement. The patient had pain for several years before deciding surgery.